Manufacturer narrative:
As of today the lead has not been returned. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during a revision procedure for a different lead, this lead dislodged. The lead was explanted and replaced. There were no additional adverse patient effects reported.